Manufacturer narrative:
A complete lead was returned to boston scientific's quality assurance laboratory with the helix retracted. There was bodily fluid noted in the helix housing and in the neck region. The lead was put through and passed electrical continuity testing. The lead failed helix testing as there was no movement within 8 turns. The failure of helix movement was attributed to dried bodily fluid in the helix housing and in the neck region which is prohibiting helix movement during testing. No anomalies of the terminal area was identified from x-ray. The x-ray showed that the crimp sleeve is in the proper location and no jumped filars are noted. Based on x-ray review, the tip area of the lead appears undamaged. It was concluded that the clinical observation of pacing threshold issues could not be confirmed as the lead passed electrical testing. Due to the condition of the lead returned (dried blood/body fluid in the helix mechanism), the helix could not be actuated during laboratory testing.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) on (B)(6) 2017. The patient is scheduled for an invasive procedure today and the physician plans to add more slack to both the boston scientific right atrial (ra) and boston scientific right ventricular (rv) leads. The physician thought that both leads had pulled back. This event was discovered via x-ray on (B)(6) 2016; however, the boston scientific was only notified today. Aside from the scheduled procedure, the patient did not suffered any adverse consequences. The patient was presented back to the electrophysiology (ep) laboratory. When the pocket was opened, the slack in the leads were adequate and the clinical observation based on x-ray was associated with patient anatomy. The physician elected to add additional slack to both leads. The ra pacing thresholds was 4.5 volts which differ from the pacing threshold at the time of the implant. The physician did decide to reposition the ra lead. After 80 rotations (6 turns at a time with fluoroscopy), the helix retracted. During repositioning and after 60 turns, the helix did not advance. Ts suggested that the physician remove the j-stylet and have the lead straight in the svc. The helix was deployed in 8 turns and was retracted in 8 turns. The j-stylet was re-inserted and the lead repositioned. Following 80 rotations, the helix was now only partially deployed. The physician elected to extract the ra lead and replace with a competitor ra lead. One day later, the local representative contacted ts again to discuss various stylet sizes and which size stylet is not recommended for the ingevity lead. Boston scientific received information that this lead was received at boston scientific's return products department.